Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump, and the customer was advised to use mdi as backup therapy until the new device arrived.